Event description:
A pump triggered an altitude alarm, and there was no adverse impact on the customer's blood glucose level. The customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer addressed this by administering a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. The customer's insulin delivery was not suspended due to the condition, as the issue occurred earlier in the day before contacting technical support. The customer placed the pump in storage mode and continued to use multiple daily injections.